Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34 on start and mono coag activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, errors c-00 and c-34 occurred on integrated electro surgical unit (iesu), and monopolar energy could not fire. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer power cycled the system, but the issue was not resolved. The customer used an external esu to continue with the procedure. The procedure was completing as planned with no reported injury. Follow-up was attempted to gather patient demographics information, but the customer was not able to provide any additional information.